Manufacturer narrative:
Na

Event description:
It was reported that the device presented with variable r-wave amplitude measurements. Pacing due to undersensed events were observed on a telemetry strip. An x-ray confirmed that the lead had not moved. A microperforation was suspected. Technical service discussed possible lead dislodgement. The lead was repositioned.